Event description:
Device overheated and patient received a burn injury to the left lateral border of their tongue during a crown preparation procedure on tooth #36. Patient was under anesthesia at the time of the injury administered by mandibular block injection. No need for special medical attention or complications were reported because of the injury.